Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer ref: 3005334138-2021-00722. During an atrial fibrillation ablation procedure, the transseptal needle skived and punctured two introducers. Initially when the transseptal needle was inserted into the first introducer, resistance was noted. The sheath was exchanged, but the same issue occurred. After observing both sheaths, they were noted to be skived and both had a puncture caused by the transseptal needle. The transseptal needle was exchanged, a new sheath was used, and the procedure was completed with no adverse consequences to the patient.